Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located in a hill-rom service center and not in use. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found during a between patient inspection of the bed that the left side brakes would not hold because the pedal was disconnected from the torque tube. The technician installed the pedal back into the torque tube to resolve the issue. Based on this information, no further action is required.